Manufacturer narrative:
No device deficiency was reported. Phrenic nerve damage leading to diaphragmatic paralysis is a known potential adverse event documented in product labeling. There is no additional information for this adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure after the patient's lspv and lipv were ablated, the physician started to ablate the rspv and the patient's compound muscle action potential (cmap) stopped showing any changes in amplitude. The energy delivery was immediately stopped, but loss of diaphragmatic capture was observed even after repositioning the catheter or increasing the pacing output. The balloon catheter was removed from the patient's body and the remaining area of the rspv and the ripv were ablated using an rf ablation catheter. Following ablation, loss of diaphragmatic capture was still observed when pacing output was delivered using the ablation catheter. The procedure was completed and the patient is being continually monitored. On (B)(6), the patient's diaphragm still did not show any movement.